Manufacturer narrative:
Additional information has been requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The patient's father states that his (B)(6) old daughter received a kangaroo skin level tube access - continuous right angle feeding set on (B)(6) 2019 at the children's hospital in (B)(6). Only four weeks later, the hose detached from the right-angled adapter piece.